Event description:
During placement of an arterial line for hemodynamic monitoring approx 1 cm fragment of arterial catheter appeared to separate from the remaining catheter and remain within the pt's left wrist. The left radial pulse was identified following induction of anesthesia, and the overlying skin was prepped widely with chlorhexidine. An arrow 20-gauge arterial catheter / 22-gauge tw needle set was advanced using landmark and pulse technique toward the artery. Flash was noted within the arrow kit lumen, and the wire was advanced without resistance to its full dept. Resistance was encountered during subsequent gentle advancement of the catheter over the guide wire, prompting withdrawal of the catheter / needle set. The needle was removed without resistance. After removal, the distal end of the catheter was noted to be missing. Using ultrasound, the catheter fragment was identified adjacent to the radial artery. Normal pulsation of the artery was observed on ultrasound. The patient had normal capillary refill throughout the left hand with warm digits and a palpable radial pulse. There was no evidence of compromise to vascular integrity or distal perfusion. The patient required an additional surgical procedure to remove the catheter fragment. The fragment was noted to be within the adventitia of the radial artery. It was able to be removed in its entirety.